Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the left middle cerebral artery (mca) using a neuron 6f 070 delivery catheter (neuron 070) and neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing a neuron 070 through the neuron max, the physician experienced resistance and the neuron 070 became kinked at the distal tip. Therefore, it was removed. The procedure was completed using a new neuron 070 and the same neuron max. There was no report of an adverse effect to the patient.